Event description:
Reportedly, the tubing came off the container after the specimen had been collected from a human immunodeficiency virus positive patient. The employee, reportedly, was splashed in the face with the specimen. The employee was not wearing protective goggles. The employee is being tested for possible exposure to human immunodeficiency virus.